Manufacturer narrative:
B3. Date is approximate, month and year are confirmed valid. See b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump for intractable spasticity. It was reported that the patient's pump had been stalling and recovering since (B)(6) 2025. The last time was today. The managing hcp was aware and the patient would be having the pump replaced by the implanting surgeon.